Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was provided (with d6a implant date repopulated). Additional details noted the device is available and will be returned for investigation.

Manufacturer narrative:
Corrected data. This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 79-year-old male with a pre-support clinical state consistent with scai shock stage e underwent impella cp insertion on (B)(6) 2026, for postcardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) following CABG. The patient had a history of severe hemodynamic instability and systemic peripheral circulatory failure associated with prolonged high-dose catecholamine use. Due to this risk, a reverse insertion sheath was prophylactically utilized following device placement via right femoral arterial percutaneous access. On (B)(6) 2026, worsening discoloration of the right leg was observed, and progressive lower limb ischemia was diagnosed, characterized by pallor and color change. The onset of ischemia was reported as unknown but occurred after more than one day of ICU management following sheath placement. Vascular assessment noted vessel curvature and a diameter of =4 mm. On the same day, the reverse insertion sheath was modified, and antegrade sheath reinsertion was performed, resulting in improved blood flow confirmed by doppler imaging and normalization of limb temperature. The event was reported to the manufacturer on may 17, 2026. No allegation of device malfunction was reported by the customer. The patient remained on support at the time of reporting with outcome undetermined. Based on the available information, the reported lower limb ischemia is most consistent with access-related vascular compromise in the setting of femoral arterial cannulation and patient-specific vascular and hemodynamic risk factors, rather than a malfunction or performance issue of the impella cp device.